Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent struts at the distal edge of the crimped stent were damaged and lifted upwards from the stent profile with overlapping of the stent struts proximally. This type of damage is consistent with the stent encountering resistance while advancing the device to the lesion site. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 86% stenosed target lesion was located in the distal left anterior descending artery. A 2.25x24mm promus element ¿ stent advanced but was unable to cross the lesion. During removal of the device, it was noted that the stent was lifted. The procedure was completed with different device. No patient complications were reported and the patient¿s status was stable.

Event description:
It was reported that stent damage occurred. The 86% stenosed target lesion was located in the distal left anterior descending artery. A 2.25x24mm promus element ¿ stent advanced but was unable to cross the lesion. During removal of the device, it was noted that the stent was lifted. The procedure was completed with different device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is combination product. (B)(4).